Event description:
Reportedly, the surgeon completed the procedure as normal, everything, including visualization looked good. The pt was running a slight fever, post-operatively. The pt was discharged (no date). The pt started experiencing some difficulties and went into the emergency room on or about 03/2002. The surgeon performed an emergency thoracotomy, it was reported that the staple line had completely dehisced. The surgeon removed the specimen then performed the procedure again. The original staple line was removed and x-ray showed poorly formed staples. The surgeon recalls hearing the click, but does not know whether the black indicator line was fully seated on the handle.